Event description:
It was reported that during an unknown procedure, the tissue pad of the device fell off after use. It did not fall into the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
The account stated that the architect (B)(4) analyzer generated a false positive b-hcg result of 90.54 miu/ml which was reported. The sample was repeated and a negative result, <1.20 miu/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.